Event description:
It was reported that the areas of lesion were located in the mid and proximal left circumflex (cx) with moderate tortuosity and heavy calcification. The 2.25 x 18 mm xience nano was advanced to treat the mid circumflex lesion, however, it failed to cross. A 2.25 x 15 mm xience nano was able to cross and was implanted successfully in the mid circumflex. A 3.0 x 28 mm xience was advanced to treat the lesion in the proximal circumflex. It was advanced to the lesion with no difficulty, with no resistance noted. The stent delivery system (sds) balloon was inflated normally and the stent appeared to have been deployed. There was no resistance during removal of the sds. However, when the sds was removed from the patient, the stent was noted to still be on the balloon. Intravascular ultrasound (ivus) was performed and the lesion appeared to be adequately treated, therefore the procedure was concluded. No adverse patient effects were reported. No additional information was provided. Returned device analysis of the rx xience 3.0 x 28 mm noted that the stent appeared to have been deployed, as balloon was loosely folded. It was reported that the stent failed to deploy and was removed on the balloon, however based on lab analysis, although the stent was still on the balloon when removed from the anatomy, it appears to have been partially deployed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen and in the balloon, consistent with preparation. The stent implant was returned off the balloon. The entire length of the stent implant was stretched. The balloon was loosely folded, consistent with pressurization. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An indeflator, filled with water, was used in an attempt to inflate the balloon, but the balloon was not able to inflate. After the catheter was left pressurized to dissolve contrast in the inflation lumen and in the balloon, the balloon was inflated to the rated burst pressure (rbp) with no damage noted to the balloon and no leak noted to the catheter. Factors that can contribute to the difficulty deploying the stent include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and procedural inflation technique. To ensure this issue is not the result of a manufacturing deficiency, a sampling of units is tested to verify proper stent deployment and uniformity of expansion. It was reported the balloon was inflated with no difficulties noted however upon removal of the sds, the stent was noted to be still on the balloon. It is possible that the stent was only partially deployed and did not appose to the vessel wall, therefore during retraction of the sds, the stent was removed with the balloon and further interaction with the heavily calcified lesion contributed to the noted damage to the stent as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Return analysis confirmed the stent was not on the balloon and damaged however a conclusive cause for the reported difficulties could not be determined. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.